Event description:
Laser does not hold stable power output. Laser does not overheat nor does temperature rise significantly, but power output fluctuates greatly. We are unaware about pt injury.

Manufacturer narrative:
Pid temperature control was replaced and the laser system returned to work. We are unaware about pt injury.